Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The cables were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the screen would go black intermittently. No pt injury was reported.